Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed. The customer specified that they had to recover the drawer two day in a row. The customer stated they had to open the back of machine to recover it. The message was reading as 'fail to lock'. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was working fine but it would not unlock. A field service engineer inspected the retractor band, which was halfway out, and also moved the latch catch slightly forward and tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.